Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts are being made to obtain the following information: was titanium blade tip retrieved? To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the product was broken. The titanium part has fallen off. The metal end was completely broken. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). The following information was requested: is the tissue pad completely missing from the clamp arm? Also, was titanium blade tip retrieved? The following was information was obtained: there is nothing wrong with the tissue pad, but a small piece was broken from the titanium end. There was no activation afterwards.